Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported bilateral sides ¿rupture¿. Later, it was reported "confirmed capsular contracture" baker grade unknown. This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, deformation device, red particles in the shell, creases fold, and weigh to the spec. The unit is not rupture. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported bilateral sides ¿rupture¿. Later, it was reported "confirmed capsular contracture" baker grade unknown. This record is for right side. The device has been explanted.

Manufacturer narrative:
Additional/changed data: b.3, b.5., d.6., g.3.

Event description:
Healthcare professional reported pain as in a "tingling sensation."